Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the system/memory pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while attempting to monitor a patient's vital signs, all of the led's on the main keypad assembly began flashing and the word service appeared on the display.  This device behavior is indicative of a lock-up condition that would prevent defibrillation, if it were necessary. The patient was approximately (B)(6) old and being transported to a hospital when the reported issue occurred.  The customer advised that there was no adverse outcome to the patient as a result of the reported issue.   Physio-control has reached out to the customer in order to obtain additional information about the patient and the event; however, no response has been received.